Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (operational problem) : visual inspection of the returned product found half of the lens optic and one detached loop haptic returned. The lens was returned in liquid and there was evidence of clear surgical residue. (No failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, medical review, device history record review and product evaluation. A specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).

Event description:
The reporter indicated the surgeon used a aq2015a 23.00 diopter silicone three piece lens. The back haptic broke off while advancing forward in the injector. The surgeon noticed and stopped advancing. The lens touched/or was partially inserted into the patient's left eye, was able to pull it right away. Backup lens, same model and size was implanted. There was no patient injury. Cause of broken haptic is unknown. Injector and cartridge lot numbers were not available.